Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 413 mg/dl. The customer reported the insulin pump battery died and she lost sensor connection. The customer states the pump was not delivering insulin and she went high. The customer gave herself a syringe of nvalog and changed the set out with the new battery and her sugar was fine. The customer declined to troubleshoot and the product was not returned for analysis.